Event description:
Initial information received from a consumer via telephone and sculptra ae form on 25-may-2010 and additional information received 26-may-2010 and 27-may-2010: a (B)(6) female received only one session with 7.5 cubic centimeters of diluted injectable poly-l-lactic acid (sculptra) [lot # and expiration date unk] on (B)(6) 2010 for cosmetic use. She was unsure what the product was reconstituted with but received injections in her nasolabial folds, temples and chin area. Nearly immediately after the injections she experienced a severe reaction. Her face is covered in little bumps; some are small, some are red and some are pustules. She has over 100 nodules/papules and some of them are visible. She said that it looks as if she has a very bad case of acne. She is currently taking ibuprofen (advil) for pain and diphenhydramine four times a day for the itching. Without the antihistamine, her face turns red and itches really bad. She also stated that she still has some discoloration above her lip and below her mouth on her chin. The nurse at her doctor's office said that she could be having an allergic reaction to the cetyl alcohol/propylene glycol/stearyl alcohol (cetaphil) lotion that she used at first to do the massages so they suggested she use tazarotene (tazorac) for acne so she began initiating it last week ((B)(6) 2010). A biopsy had not been performed at the time of this report. She also reported being dizzy for the past two weeks and also having cold sores in her mouth. Additionally, she has had some bruising after the injections but most of it is gone. She stated that she's had other injections in her face and nothing has reacted like this. Medical history reported as hypothyroidism, environmental allergies, allergies to certain tags and allergic to a medication that she received for an upset stomach after giving birth. Concomitant medications provided as levothyroxine sodium (synthroid) and allergy medications not otherwise specified. No further relevant information reported.